Event description:
Subsequent to the initial MDR, additional information was received on 04/05/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced seizure and loss of consciousness while shopping on vacation. There were no documented symptoms preceding the episode. During the event, the patient also experienced hand discomfort due to positioning while unconscious. While the patient was unconscious, the sister checked the cgm. The cgm was showing 68 mg/dl and the blood glucose was 40 mg/dl. There was no information about cgm trend arrow, alerts, or alarms. The sister treated the patient's hypoglycemia with 2 tablespoons of honey called paramedics who monitored the patient. Once the patient regained consciousness, the paramedics departed. Paramedics only provided ibuprofen for her hand pain. There was no documentation of additional medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the abdomen. The patient experienced seizure and loss of consciousness. She also injured her hand during the event. Paramedics provided the patient with 4 tablespoons of honey to treat hypoglycemia and ibuprofen for her hand pain. The cgm was reading 68 mg/dl and the blood glucose reading was 40 mg/dl. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.